Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient was seen in the office on (B)(6) 2017 with no complaints. The family called the office on (B)(6) 2017 but the hcp instructed them to call patient services for the connection issue. They were seen on (B)(6) 2017. The hcp noted that the sudden overstimulation, poor communication, and increased urinary frequency were resolved.there were no further complications reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's stimulation was too high and was hurting the patient. The caller wanted to decrease stimulation, but was encountering poor communication. The caller indicated that prior to the call the patient was trying to increase stimulation because they were experiencing urinary frequency and going every hour. The caller was advised to ensure that there were fresh batteries in the patient programmer (pp). The caller attempted communication without the external antenna and the poor communication resolved. The caller was able to decrease stimulation from 3.3 to 3.0 where the patient confirmed stimulation felt better. The caller indicated that the stimulation being too high and pain were sudden in onset. The overstimulation/pain was resolved at the time of this report and while to poor communication was also resolved the caller was advised that the batteries in the pp should be replaced and that if the poor communication occurs again the caller should call back to speak with the manufacturer repair department. There were no further complication reported or anticipated.